Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this cardiac resynchronization therapy defibrillator (crt-d) will be explanted due to extended charge times. There is concern that the battery had depleted earlier than expected. No adverse patient effects have been reported.